Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that weight at time of event was (B)(6) pounds. The bump was normal, it was misinterpreted by my dermatologist as a for arm cancerous growth. The urge to defecate and urinate during the night are still present. However, they had determined that the interstim device does offer moderate relief.

Manufacturer narrative:
Continuation of medical devices: information references the main component of the system and other applicable components are: product ID 3889, serial# (B)(4), product type lead. Patient codes (B)(4) and device code (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said they had a faulty lead, so their managing doctor replaced it and at that time the patient told the rep that program 4 was the least helpful, and the patient did not mean for them to turn it off, but they did. Patient reported having an urge to defecate when they did not really need to and program 4 corrected it, but that program did not do a thing for the patient¿s urine stream. Patient reported that the it had been like this since the beginning and none of the settings let the patient get relief during the night, but patient reported when they are on program 4 at 1.6, it helped the patient have normal urinations during the day. The patient however wanted to move to program 4 with the defecations. Patient was helped move from program 3 to 4, but when patient tried to increase past 0.0 it gave an upper limit reached screen. Patient was advised to follow up with their healthcare professional (hcp). No further symptoms or complications reported/anticipated. The urge to defecate and urinate during the night are still present. However, they had determined that the device does offer moderate relief. Please refer to mfg. Report # 3004209178-2018-03226, as the details previously reported about shocking can now be found in this report

Manufacturer narrative:
Implant date, explant date, product ID, and lot number updated. Concomitant medical products: product ID: 3889-28, lot# va11mx6, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient letter was received on 2/26/2018 with no new information. On march 27th, 2018 additional information was received from the healthcare provider (hcp). The hcp reported that the doctor assessed the risk of the electrical stimulation and due to the risk the faulty lead was replaced on (B)(6) 2017. There was no lead lot/serial number noted in the patient¿s surgery note. There were no other revisions noted, just the one on (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient said they had a faulty lead, so their managing doctor replaced it and at that time the patient told the rep that program 4 was the least helpful, and the patient did not mean for them to turn it off, but they did. Patient reported having an urge to defecate when they did not really need to and program 4 corrected it, but that program did not do a thing for the patient¿s urine stream. Patient reported that the it had been like this since the beginning and none of the settings let the patient get relief during the night, but patient reported when they are on program 4 at 1.6, it helped the patient have normal urinations during the day. The patient however wanted to move to program 4 with the defecations. Patient reported being at the dermatologist and they noticed a bump where the leads were. The patient¿s dermatologist got concerned and performed a biopsy. They took a sample of it, and did something to the lead and it started to shock the patient. Patient was helped move from program 3 to 4, but when patient tried to increase past 0.0 it gave an upper limit reached screen. Patient was advised to follow up with their healthcare professional (hcp). No further symptoms or complications reported/anticipated.